Event description:
During a routine follow-up, it was difficult to interrogate the ICD. An error code was observed on the "ram" map and a device reset occurred. The ICD would not allow real-time electrograms to be captured. The decision was made to explant the device.